Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were dispatched in ambulance and were hospitalized on (B)(6) 2021 due to low blood glucose. Customer blood glucose was 37 mg/dl. Customer was treated with glucose shot for low blood glucose. The insulin pump will not be returned for the analysis.